Event description:
Received info regarding a cartridge alarm 19 during basal delivery. The customer was able to load a new cartridge and resume insulin delivery. There was no reported impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.